Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient with an implantable neuro stimulator (ins). The issue being report was battery position in the pocket/ the patient had trouble getting a signal to change due to positioning. The patient had a pocket revision/ battery replacement. The issue was resolved at the time of this report. The patient is alive and no injury reported. No further patient symptoms or complications were reported in this event.